Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s display was blank. The customer¿s blood glucose was 122 mg/dl. Troubleshooting was performed. It was found that the contacts on the battery cap were missing. They were advised to discontinue use of the device and revert to a back-up plan until they receive a replacement battery cap. The device will not be returned for analysis.